Event description:
It was reported "the "swandom" came disconnected and wasretracted 12cm. Customer requesting that weplace a locking mechanism at the distal endinstead of a "snapping" mechanism". Additiional information states that the catheter was removed and replaced. No patient injury or consequnce reported. The patient's current condition is reported as "fine"

Manufacturer narrative:
(B)(4) returned for investigation was a 40cc 8fr fiberoptix ultra (sc) intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a sealed bio-hazard bag. Upon return, the supplied teflon sheath was noted on the iabc. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The cath-gard sleeve was noted disconnected from the proximal cuff. The iabc central lumen was noted bent at approximately 19cm from the iabc distal tip. The iabc central lumen was noted kinked at approximately 41.5cm and 64.4cm from the iabc distal tip. Dried blood was noted on the exteri-or surfaces of the returned sample. No obvious blood was noted within the helium pathway. The fos (sc) connector was examined. The fos white connector was properly seated in the blue clamshell housing. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The customer submitted photos were reviewed. In the photo, the proximal hemostasis cuff was noted disconnected from the iabc bifurcate, which is consistent with the reported event; however, the hemostasis cuf f was noted connected to the bifurcate upon receipt of the sample, which indicates that the hemostasis cuff was likely reconnected to the bifurcate by the customer. While the hemostasis cuff was disconnected, the cus-tomer likely disconnected the cath-gard sleeve from the hemostasis cuff. The photo shows the iabc bifurcate with the serial number information, which matches the serial number on the re-turned sample and complaint report. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system docu-ment. The fos sc connector was connected to the iabp without any difficulty. The pump status displayed "not connected", indicating a possible broken fiber. The fiber was found broken at the location of the previously noted kinked central lumen at approximately 41.5cm from the iabc distal tip. The full length of the fiber was confirmed present with no other notable breaks. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in the bladder inflation, which indicates a crossover leak between the iabc central lumen and the iabc helium pat hway. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc luer end. Upon further checking, the iabc central lumen was noted broken at the location of the previously noted kinked central lumen at approximately 41.5cm from the iabc distal tip. The iabc was leak tested again with the iabc luer end blocked off; no other leaks were detected. Furthermore, no blood was noted within the iabc helium pathway upon receipt of the sample, which indicates that the central lumen most likely damaged after the device was re-moved from the patient or during the return shipment. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire could not advance at approximately 4.5cm from the iabc distal tip due to the clotted central lumen. Some blood was noted on the guidewire. The guidewire was front loaded through the iabc luer. The guidewire could not advance at approxi-mately 17.8cm from the iabc luer, which is the location of the previously noted kink. Some blood was noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the ""swandom" came disconnected" is confirmed based on the cus-tomer provided photo with the complaint report. The photo shows the cuff disconnected from the iabc bifurcate; however, the hemostasis cuff was noted fully connected to the bifurcate upon receipt of the sample. The cath-gard sleeve was noted disconnected from the proximal cuff during the visual inspection. The customer most likely detached the sleeve from the hemostasis cuff while the cuff was not attached to the bifurcate. Based on a review of the device history record (DHR), the product met specification upon release; however, specifications were not met during the complaint investigation due to the hemostasis cuff being disconnected from the bifurcate. The root cause of the complaint is undetermined, but a potential cause is customer handling related. No further action is required at this time. This will be monitored for any developing trends.

Event description:
It was reported "the "swandom" came disconnected and was retracted 12 cm. Customer requesting that we place a locking mechanism at the distal end instead of a "snapping" mechanism". Additional information states that the catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).